Event description:
It was reported that during the procedure to treat a moderately calcified, concentric, 99% stenosed, de novo lesion in the heavily tortuous proximal left anterior descending coronary artery, after performing pre-dilatation, a 3.0x12 rx multi-link 8 (ml8) stent delivery system (sds) was advanced toward the lesion without substantial force applied, but failed to cross the lesion due to patient anatomy. The sds was withdrawn from the anatomy without resistance and additional pre-dilatation was performed. The same ml8 sds was re-advanced, but failed to cross the lesion again. Upon withdrawal from the anatomy without resistance, the stent struts were then noted to be flared and the stent was then noted to have shifted slightly proximal on the balloon. The procedure was completed using a new ml8 sds, resulting in 0% stenosis. There were no adverse patient effects and no report of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4) - re-insertion. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.